Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 19 units instead of the expected 250 units. There was no adverse impact to the customer¿s blood glucose level. Caller completed necessary steps such as removing air from the cartridge and used room temperature insulin while filling. Technical support assisted in reloading the cartridge, yet caller declined further corrective action and opted to monitor the situation, choosing to follow up if necessary.